Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver saline. It was reported that the patient's pump "malfunctioned" and the hcp requested to have a manufacturer representative (rep) come out to help troubleshoot it. The hcp was not able to fill the pump in the clinic on (B)(6)2024-and then the patient started having withdrawal-type symptoms a few days later. The patient went to the hospital on (B)(6) 2024. Per the hcp, "it appeared that the patient had an infection around the pump, as well as cellulitis". The hcp thought that that the pump was refilled with saline, but was not certain. The hcp requested whatever help that the rep could provide. The hcp was transferred to the national answering service (nas) to have a rep paged.